Event description:
It was reported that the patient met with their manufacturer representative at the end of july because they had fallen on the implant and needed the manufacturer representative to check and make sure everything was okay for them. The patient was still having concerns regarding their device but was working with their health care provider (hcp) and manufacturer representative. The patient had an appointment on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-17159 for the patient¿s ins being implanted post its use by date.

Event description:
Additional information received reported that the components involved in the event were the implantable neurostimulator (ins) and lead. The patient fell and landed on the side of the device. The troubleshooting done to provide insight to the issue was imaging and reprogramming and the action taken to resolve the event was reprogramming. The cause of the event was determined and it was not device related. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va07jwn, implanted: (B)(6) 2013, product type lead. (B)(4).